Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did recharge the ipg for an extended period. As a result, the ipg was inoperable and patient lost therapy. In turn, surgical intervention took place wherein the ipg was explanted to address the issue. No new ipg was implanted due to lead issue (reference manufacturer report number: 1627487-2020-48019).

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.